Event description:
During service of the device by manufacturer's service technician, review of the device diagnostic code log noted prior +-24/12 volt power failure occurrences during operation. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown, an audible power fail alarm will activate. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. The service technician replaced the power supply to complete the service. Applicable final testing was completed and tests passed to operating specifications.